Manufacturer narrative:
(B)(4)/ d4: batch # x95y3m. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Lung cancer. What color cartridge was used to create the anastomosis? Unknown. Was there any difficulty with the device during the surgical procedure?no. Was there any issue regarding staple formation? Unknown. Why does the surgeon believe the staples became loose? Please provide more details. Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic surgery for right upper lung malignant tumor the device was used to transect the lung tissue during the surgery, but the staples became loose after transection, resulting in postoperative pneumothorax. The condition of the patient improved after closing the thoracic drainage.